Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10 mg/ml at 0.481 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was scheduled for a catheter revision today. The physician stated he believed the patient had a kink in their catheter but did not know where. At the revision the physician opened the pump pocket and disconnected the pump segment from the pump. Then opened the spine segment, cutting the intrathecal segment just below anchor. The physician tunneled and attached the pump revision segment to the intrathecal segment. The physician was asked to try to remove the portion of the catheter that was cut and he stated he could not. The physician pulled on the disconnected portion of the catheter and stated he could not remove it and that they would be leaving it abandoned. The physician wanted the pump now set to the lowest rate of 0.041mg/day and the pump was updated at the end of the procedure. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.